Event description:
Additional information received (B)(6) 2018, for report number mw5074071. I discovered in (B)(6) 2017 (while at (B)(6) clinic (B)(6)) that there is instability: some mid flexion and flexion instability due to use of a recalled device (shapematch cutting tool) in (B)(6) 2012. Dr (B)(6) performed total knee arthroplasty (right leg) using a ¿shapematch cutting guide¿ (B)(6) 2012. Stryker removed the device for use within the company¿s triathlon total knee system due to the potential the shapematch cutting guide may not have been manufactured in accordance with surgeon preoperative planning parameters or may have been manufactured outside of the planning ranges ¿ specified in the 510(k) clearance. Shapematch recalled ¿ never granted FDA approval. The shapematch cutting guides are single use, disposable, cutting guides. Note: the shapematch cutting guide received FDA 510(k), clearance in (B)(6) 2011 ¿for use with the company¿s¿ triathlon total knee system. The product has never been given FDA approval. Stryker removed the shapematch guides from the market in (B)(6) 2012. (B)(6) clinic, (B)(6) 2014 dr (B)(6). (Mechanical complication of internal joint prosthesis). Knee joint ankylosis. Complication associated with orthopedic device. Knee pain. Wants to schedule right tka revision manipulator and open lysis of adhesions to gain flexion. Bone scan ordered ((B)(6)) shows some activity. Bone scan (B)(6) hospital (B)(6). (B)(6) medical report ordered by dr. (B)(6) clinic. On (B)(6) 2017 (B)(6) clinic, (B)(6). See final report: mid flexion+ flexion instability. Dr. (B)(6), (B)(6) 2017. Poorly fitting triathlon knee. Joint instability. Revision surgery suggested.

Event description:
Reporter had knee replacement surgery on (B)(6) 2012 and alleges knee started giving him problems right after surgery. Complains of excruciating pain that doesn't get better with pain medication and has done other procedures and treatments to no avail. Reporter also complains of joint instability and had a CT scan in (B)(6) 2014 that revealed periarticular activity suspicious for joint loosening. Reporter alleges stryker removed the device from the market in (B)(6) 2012 and he had his surgery in (B)(6) 2012. Also, he recently found out on the FDA website they had issued a recall in (B)(6) 2013 and no one notified him about the recall.